Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a strange sound coming from the cutting mechanism while the vitrector was being used in a surgical procedure. Instead of suction of the vitreous there was a steady stream of fine bubbles from the cutter port. The case was completed. Additional information has been requested.

Manufacturer narrative:
\ The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on july 12, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).